Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4. The device was returned to the factory for evaluation on 08/04/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed . The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000481661 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they were performing an off pump coronary artery bypass grafting procedure and planned to use a hst iii system (3.8mm) device during the case. Shortly prior to using the hearstring device (size 3.8 mm), the or staff attempted to load the heartstring device. They performed the sharp technique (squeeze, hold, advance, release, and pull). After they tried to load the device, it was noticed that the heartstring did not load correctly. This appeared to be due to the fact that the heartstring did not roll up tight enough to load into the device. Due to this defect, the device was deemed unsafe to use and was removed from the surgical field. A new product was opened up and loaded correctly. The remainder of the case was finished with no other complications. No injury occurred due to this defect. The only surgical delay was the time needed to open up a new product which was less than 3 minutes.